Event description:
Revision surgery - due to the patient having pain. There was product wear and the surgeon wanted to revise to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was reported as patient had pain and there was product wear. The length of in vivo service was almost 6 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 11 prior complaints reported against this part; summary or investigations: 2 dislocation, 9 stability/poor joint. This is the first complaint against this lot number. The surgeon reported no information that definitively described the root cause or reason of the reported problem. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.